Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a force sensor bridge test failure and the device would not calibrate. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken and non-original equipment manufacturer seals were present upon receipt. The top case and battery were both identified as non-original equipment manufacturer and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the syringe test portion of the investigation whereby the force sensor could not recalibrate and the stated values were below the minimum. Root cause of the reported issue is from the force sensor and plunger cable no longer able to operate properly due to normal wear consistent with use. Replaced the force sensor and plunger cable, performed power up process, preventive maintenance, calibration and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.